Event description:
It was reported that the patient presented to the hospital for a generator changeout procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited complete loss of capture. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.